Event description:
Revision surgery - due to pain. The surgeon removed the poly insert and replaced the glenoid head to a size 36 -4mm and a 32mm to medialize the shoulder.

Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for this revision surgery was identified as pain after 6.7 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). A review of the product complaint report history showed this is the first complaint for this product from this lot. The root cause for the pain was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.